Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported that the infusion tubing is cracked 10cm before the luer connection. At 10:00 am on (B)(6) 2011, the patient's blood glucose measured 300 mg/dl and he injected insulin via pen. At 1:00 pm, his blood glucose measured 328 mg/dl and he injected insulin via pen. At 4:00 pm, his blood glucose measured 300 mg/dl and he injected insulin via pen and bolused through the infusion device. He inspected the infusion set and found no issues. At 6:00 pm, his blood glucose measured 300 mg/dl and he bolused through the infusion device. At 7:00 pm, he bolused through the infusion device. At 8:00 pm, he found the infusion tubing was cracked. On (B)(6) 2011, the patient visited his diabetes specialist and the specialist performed a tensile test and the infusion tubing cracked again. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation.